Event description:
In 2008, the patient underwent an initial fusion surgery. Afterward the patient experienced pain. X-ray showed that this screw was one of two that was backing out of the anterior cervical plate. On approx three months later, the patient underwent revision surgery to remove the construct.

Manufacturer narrative:
Evaluation is pending.